Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. The reported damaged tip was confirmed. The reported difficult to remove was not able to be replicated in a testing environment and the returned condition of the guide wire. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Based on the information provided and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficult to remove include, but are not limited to, inner diameter of the guiding catheter, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the guiding catheter which likely led to the reported and observed damaged tip. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that this was a cardiomems sensor implant procedure in the left pulmonary artery. The cardiomems sensor was successfully deployed. A 7fr swan ganz catheter was advanced over the wire to balloon up behind the sensor before removing the wire. Upon removal of the delivery system, a kink was noticed at the end of the steelcore wire. The swan and the steelcore became coiled in the ra and pulled the sensor back proximally. The sensor was able to be bumped back into place. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.